Manufacturer narrative:
Concomitant medical products: 419688, lead, implanted: (B)(6) 2012, dtba1d1, crtd, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos) and intermittent undersensing. The lead remains in use. No patient complications have been reported as a result of this event.